Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, product type: programmer, patient. (B)(4).

Event description:
Information was received from a manufacturer's representative via crts (customer response tracking system) regarding a 63 year old female patient receiving bupivacaine (15mg/ml concentration at 3.6mg/day) and morphine (unknown; 9mg/ml concentration at 2mg/day) via implanted infusion pump. The indication for use was noted as non-malignant pain. On (B)(6) 2015 the patient reported that the pump suddenly started moving around more yesterday (B)(6) 2015. The patient suspected a flipped pump, but it was confirmed not flipped. No patient symptom, troubleshooting steps, actions/interventions taken, the cause of the pump movement, or issue resolution was reported. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.